Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00808 / 00809). Not returned by attorney.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2015 due to elevated metal ion levels, pain, metal wear, and fibrosis. The surgeon noted a significant amount of fluid consistent with metal on metal reaction within the joint. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Examination of the reported device confirms device wear. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the the reported event. No root cause has been determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.